Event description:
Consumer reports that "I was brushing my teeth this morning and the brush head completely broke apart." This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.

Manufacturer narrative:
Heads and bodies are manufactured at the following location: (B)(4). Heads and bodies are manufactured at the following location: (B)(4).